Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a colonic stricture due to gastric outlet obstruction. The lesion was approximately 90mm in length. The anatomy tortuosity was reported to be normal for this type of procedure. During the procedure, the stent was deployed about 25% and then was reconstrained for repositioning. However, the stent failed to fully reconstrain or to deploy from the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a colonic stricture due to gastric outlet obstruction. The lesion was approximately 90mm in length. The anatomy tortuosity was reported to be normal for this type of procedure. During the procedure, the stent was deployed about 25% and then was reconstrained for repositioning. However, the stent failed to fully reconstrain or to deploy from the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 3mm. It was noted that the distal handle was detached from the outer sheath. The stainless steel handle was broken at 175mm from the proximal handle and the outer sheath was accordioned and stretched for a distance of 120mm from its proximal end. During analysis an attempt was made to reconstrain the stent however, this was not possible. In addition, an attempt to retract the outer sheath and deploy the stent failed due to a restriction being met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.